Event description:
It was reported that this right ventricular (rv) lead was attempted due to helix failed to extend after repositioning. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to helix failed to extend after repositioning. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the helix difficulty and difficult-to-position allegations were confirmed. A helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid. The prolonged surgery as-reported impact code was addressed with the same as-analyzed coding as the helix difficulty issue. The "known inherent risk" conclusion code was selected based on the report of helix difficulty and a failing helix mechanism test due to dried blood/body fluid clogging the helix tip. Susceptibility of active helix fixation tips becoming clogged with coagulated blood/body fluid is a known risk.